Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was observed. The instrument and cannula were removed together due to the wrist being unable to be straightened out. The port incision was increased in order to remove the instrument and cannula. No physical damage on the instrument was noted and no fragments fell into patient anatomy. The instrument did not collide with any other instruments or tools. The procedure performed during the instrument was an inguinal hernia and the issue occurred during dissection with the target tissue of the hernia sac. The jaws were not stuck on tissue and there was no unexpected tissue removal. No blood transfusions were administered. The procedure was completed robotically with no injury to the patient. Patient information was provided, refer to updates in section a. In addition, the failure analysis evaluation on the returned force biploar instrument was completed. Failure analysis found the primary failure of bent grips to be related to the customer reported complaint. The instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip tips that extended further than manufactured. An additional observation not reported by the site was also identified. The instrument was found to have dried residue around the clamping pulley cable groove.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wrist joint was dislocated on a force bipolar instrument. Unable to be backed out of trocar. The incision was extended to remove the arm. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.